Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question could not be completed as no product information was provided.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is unknown. The reason for revision is suspected infection. During the revision, tibia insert and locking bolt were removed, and replaced with new components.